Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went dead and it was not setting the right time and also insulin pump received motor error alarm. The customer¿s blood glucose level was over 130 mg/dl. The customer reported that the drive support cap appeared to be normal. The customer was assisted for clearing the battery out limit alarm on the insulin pump and assisted with programming the date and time however, the customer was unable to program time and date. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. No unexpected restart error alarm noted during testing. The device was programmed correct time and date then monitored ten days and no anomaly noted. No motor error alarm noted . Motor passed motor test.